Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experienced the ac power failure. A field service engineer found that the station turned on properly during the visit, but this issue happened couple other times. A field service engineer suggested the customer to request the help from local maintenance team to check the partial or complete voltage drop at the outlet caused the power supply to cease function triggered the station to shut down. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was experienced the ac power failure. The customer stated that this malfunction occurred when the user tried to access medication to the patient. However, there were no adverse events or injuries reported due to this event.